Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to dislodgement resulting in pacing inhibition. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the patient experienced a syncopal episode post system implant. The lead was found to be dislodged as previously reported. No additional adverse patient effects were reported.